Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine generator change, it was noted that the existing right ventricular (rv) lead had a "sliding piece of silicone, almost like a protective sleeve, with the serial number printed on it". The lead was stated to be functioning as expected and was inserted into the new device. The lead remains in use. No patient complications have been reported as a result of this event.